Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, a needle stick occurred on one employee. The phlebotomist was evaluated by a physician and did have labs drawn. No impact reported. The following information was provided by the initial reporter: "an employee needle stick occured on (B)(6) 2023. The safety device broke off while phlebotomist was trying to engage the safety needle cover. The device was the bd vacutainer eclipse blood collection needle. (B)(4). Lot #3012302. The phlebotomist was evaluated by a physician and did have labs drawn. "

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 368608. Lot/batch #: 3012302. Bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, a needle stick occurred on one employee. The phlebotomist was evaluated by a physician and did have labs drawn. No impact reported. The following information was provided by the initial reporter: "an employee needle stick occured on (B)(6) 2023. The safety device broke off while phlebotomist was trying to engage the safety needle cover. The device was the bd vacutainer eclipse blood collection needle. Ref# (B)(4) lot #3012302. The phlebotomist was evaluated by a physician and did have labs drawn. "